Manufacturer narrative:
Details of complaint: the customer reported that this bedside monitor (bsm-3500) is taking inaccurate ECG readings. According to the customer, the ECG will swing from a low 15 bpm to 130. The customer will send in the unit to be repaired. There was no patient injury reported. Investigation summary: based on the evaluation of the returned device, this complaint is not confirmed. A definitive root cause of the reported issue could not be determined. The following field(s) contain no information (ni), as attempts to obtain the information were made, but not provided: d10 (B)(6) 2024 a phone call was made in an attempt to gather device information; a voice mail was left for (B)(6) requesting a return call with the device information. Attempt # 2: (B)(6) 2024 a phone call was made in an attempt to gather device information; a voice mail was left for (B)(6) requesting a return call with the device information. Attempt # 3: (B)(6) 2024 a phone call was made in an attempt to gather device information; a voice mail was left for (B)(6) requesting a return call with the device information.

Event description:
The customer reported that this bedside monitor (bsm-3500) is taking inaccurate ECG readings. There was no patient injury reported.

Manufacturer narrative:
The customer reported that this bedside monitor (bsm-3500) is taking inaccurate ECG readings. According to the customer, the ECG will swing from a low 15 bpm to 130. The customer will send in the unit to be repaired. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that this bedside monitor (bsm-3500) is taking inaccurate ECG readings. There was no patient injury reported.